Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer had failed. The technical support specialist (tss) dialed into the system, uninstalled and reinstalled the drivers, rebooted the system, and updated the settings to a zebra printer. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the zebra printer was in wrong printer format, patient information was squished and wrong. The customer tried to reset the printer, but the issue remained unresolved. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.